Event description:
It was reported that the patient presented in clinic. The pulse generator exhibited far r wave oversensing on the atrial channel. After reprogramming, the device resumed normal function. The patient was doing well post event. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).